Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). It was reported that the trial patient pulled the wire out but not completely and the device turned off once that happened. The patient was able to turn the controller back on and they felt the stimulation higher in their abdomen (noted as a different place). On may 18, 2017, the trial patient reported that the area of the lead insertion site had lumps and was warm to the touch. They also had 2 smaller incisions sites which were painful with lumps and were warm to the touch. The following day the patient reported they were in the hospital due to an infection at the incision site. They were to have the lead removed on may 22, 2017. The patient stated they were ¿bummed out¿ because they have to start all over again. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.